Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained of discomfort at his scs ipg site. Consequently, the patient's scs ipg was moved to a lower position. In addition, the patient's stimulation was turned back on postoperative and the patient was reportedly satisfied.